Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-45 implantable pacing lead, implanted: (B)(6) 2005. Product ID: a 419478 implantable pacing lead, implanted: (B)(6) 2005. Product ID: c154dwk bi-ventricular defibrillator, implanted: (B)(6) 2009. Product ID: 383069, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath with exertion and increased heart rates during the day and night. The patient stated the shortness of breath was not new. An alert triggered for high impedance on the high voltage portions of the right ventricular (rv) lead. The rv lead exhibited no capture at maximum outputs and high thresholds. The thoracic impedance had been dropping below the reference impedance since november with a corresponding rise in optivol. And an increased frequency of atrial tachycardia episodes. A fracture was confirmed. The rv lead was turned off. No further patient complications have been reported as a result of this event.